Event description:
It was reported ¿a bur broke during a transphenoidal procedure last tuesday and they never retrieved it. They apparently xrayed the patients. And couldn't find it. Patient is okay.¿ additionally, a (B)(4) was received, reporting ¿drill bit tip (burr) broke off during case. It was unable to be located. Skull x-rays taken were negative. No patient harm identified.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device return was requested but has not been received for evaluation.